Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the inserter on the basket sheath. The handle and the basket formation were in the open position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 2.5cm in length. Further visual exam noted kinks in the basket sheath at 81cm and 83cm from the distal tip, and the basket sheath had a smashed appearance. Functional testing determined the handle does actuate the basket formation to the open position, but it does not entirely retract the basket formation in the basket sheath. While the handle was in the closed position, the closed basket formation extends past the distal tip of the basket sheath by 1-2mm. While the basket sheath was in the straight position, the handle does actuates the basket formation to the completely closed position. Further visual examination noted two wires in the basket formation had a pinched/kinked appearance. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a deformed basket. The wires of the basket were severely deformed. The information provided stated that the device was broken upon opening the packaging. All devices are inspected for damage and functionality multiple times during manufacturing and quality control checks. The most probable cause cannot be determined, but the condition of the returned basket makes it likely the basket was damaged from handling. The extent of the damage to the basket makes it highly unlikely the device was packaged in that condition. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 01oct2019: a new same type device was opened and used to complete the procedure.

Manufacturer narrative:
Occupation: materials manager. PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a ureteroscopy procedure using a ncompass nitinol tipless stone extractor, the device was noted to be broken upon opening the package. It is believed that the wires were broken. The device did not make patient contact. No adverse events have been reported as a result of the alleged malfunction.